Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer all the follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 2x daily. The patient manages her diabetes with janumet pills (100 mg 2x daily) and januvia pills (100 mg 2x daily). The alleged issue began on the morning of (B)(6) 2012. Due to the alleged issue, the patient reportedly skipped the usual dose of her januvia pill (100 mg). Sometime after the start of the alleged issue, the patient claims she felt symptoms of weak, sweaty, shaky and had no energy. The patient did not specify how she treated her symptoms to feel better. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.